Manufacturer narrative:
Correction: patient weight (a4) was inadvertently entered in the patient age at time of event (a2) field in the initial report. Submission of this report does not, in itself, represent a conclusion by the manufacturer and/or authorized representative or the national competent authority that the content of this report is complete or accurate, that the medical device(s) listed failed in any manner and/or that the medical device(s) caused or contributed to an alleged death or deterioration in the state of the health of any person.

Manufacturer narrative:
This case was reviewed and investigated according to the manufacturer¿s policy. Blocks e1 & g2: country is spain. Blocks h3 & h6: the omniwire was returned for evaluation; however, the product investigation has not been performed. Blocks h7 & h9: do not apply to this submission. Submission of this report does not, in itself, represent a conclusion by the manufacturer and/or authorized representative or the national competent authority that the content of this report is complete or accurate, that the medical device(s) listed failed in any manner and/or that the medical device(s) caused or contributed to an alleged death or deterioration in the state of the health of any person.

Event description:
It was reported that an omniwire was used in a therapeutic coronary procedure in the proximal lad. During use, an error code (108- cable signal unstable) appeared on the screen. A new omniwire was used to successfully complete the procedure. No patient injury reported. A review of the device history record (DHR) identified that post-sterilization, the unit was marked for "scrap" due to particles inside the pouch. However, the unit was not scrapped and inadvertently shipped to the customer. This product problem is being submitted in abundance of caution because a contaminated device used in the patient can result in a potential for harm.

Manufacturer narrative:
Block b5: the customer was unaware that the omniwire that was used during the procedure was inadvertently shipped to them. However, the device was sterile, and the particles that were contained inside the pouch did not result in any adverse event after use. Block h3: the omniwire was returned for evaluation without the original packaging. Visual inspection found missing material from the proximal conductive band (not related to the particles inside the sterile pouch). This is visible to the naked eye; therefore, it is likely that this occurred post-procedure, since the customer did not report this observation. During functional testing, a signal/zero test was performed and unable to replicate the error message (108- cable signal unstable). The wire was plugged into the system and was able to be recognized with a stable signal displayed. Based on the returned device evaluation, the reported complaint by the customer could not be confirmed. Block h6: a review of the device history record (DHR) identified that post-sterilization, the unit was marked for "scrap" due to particles inside the pouch. However, the unit was not scrapped and inadvertently shipped to the customer. As a result, a CAPA was initiated to further investigate this discrepancy. Submission of this report does not, in itself, represent a conclusion by the manufacturer and/or authorized representative or the national competent authority that the content of this report is complete or accurate, that the medical device(s) listed failed in any manner and/or that the medical device(s) caused or contributed to an alleged death or deterioration in the state of the health of any person.